Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to out of phase motor encoder signal. The device also had a missing end cap sticker. The displacement test could not be performed due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call that the insulin pump was exposed to an MRI. The blood glucose at the time of the incident was 18 mmol/l. Troubleshooting was not performed. The device was returned for analysis.